Event description:
While using a byte night aligner, patient experienced allergic reaction that started right after the wearing of the aligners. They had discomfort of their gums along the back teeth, headaches, red painful eyes, and trouble seeing. Patient examined by doctor and was advised to stop aligner wear. Patient referred to allergist. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.